Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that the insulin pump alarmed motor safety circuit failed test before critical pump error. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book), problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.